Event description:
Event description boston scientific crm received information that this transvenous pacing lead exhibited intermittant out of range (high) pacing impedances.

Manufacturer narrative:
The lead was electrically abandoned and remains implanted. There were no adverse effect to the patient. No additional information is available at this time. If additional information becomes available, the event will be reopened. Boston scientific received information that this right atrial (ra) lead which has been previously reported on had high pace impedances. Boston scientific technical services (ts) noted calls from six years ago where atrial impedance was trending high. Patient has been programmed vvir 70-130 bpm for over a one year due to chronic atrial fibrillation (af) with underlying coronary heart block. The lead was capped and abandoned during a implantable cardioverter defibrillator (ICD) change for normal battery depletion. No adverse patient effects were reported.

Event description:
Event description boston scientific crm received information that this transvenous pacing lead exhibited intermittent out of range (high) pacing impedances.